Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for analysis. Procedural or post-procedural imaging was not provided; therefore, the reported event cannot be confirmed.

Event description:
It was reported that an azur vascular plug was used to occlude a patient's splenic artery. The vascular plug migrated slightly downstream, which the physician was "okay" with as they intended on occluding the entire artery. The artery still had flow so the occlusion was completed with coils. There was no reported patient injury.